Manufacturer narrative:
S/w version - unknown. Retainer ring = black. Case type = ngp. Customer returned pump for alleged cosmetic damage located at the back of the pump retainer ring damage and battery cap damage found on (B)(6) 2023. No cracked case noted. The pump was received with a dented retainer ring. The p-cap does not lock properly into the reservoir compartment due to dented retainer ring. The pump was received without the original battery cap. Unable to verify damage to the battery cap. Pump received with flashing white display with cracked/bleeding lcd glass. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing white display. Unable to download history files and traces using thump due to flashing white display. Pump was cut open to perform visual inspection and found cracked lcd glass at the chip ledge. Flashing white display with cracked/bleeding lcd glass was confirmed due to cracked lcd glass at the chip ledge. The following were noted during visual inspection: minor scratched display window, scratched case, scratched keypad overlay, pillowing keypad overlay, and stained keypad overlay. Cosmetic damage at the back of the pump (cracked on the res and batt compartment) was not confirmed, however, other cosmetic damage was noted. Damaged (dented) retainer ring confirmed. Reservoir unable to lock into place confirmed. Battery cap damaged unknown. Flashing white display was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer bumped the pump.the customer stated that the battery cap was missing on the pump  no harm requiring medical intervention was reported. Troubleshooting was  performed and found a physical damage  on the retainer ring. The customer will discontinue using the device and the insulin pump will  be returned for analysis

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.